Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: b5, d4(catalog #), d5, e1(initial reporter), e2, e3, g3, h10. The getinge field service engineer (fse) that evaluated the iabp and repaired it, was the person that encountered the issue in b5. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during routine preventive maintenance (pm) performed by a getinge field service engineer (fse), the pressure of the cardiosave intra-aortic balloon pump's (iabp) compressor did not rise. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The scroll compressor was replaced and the regulator adjusted. The fse confirmed the pressure rises properly. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported during routine maintenance that the cardiosave intra-aortic balloon pump (iabp) pressure of the compressor did not rise. There was no patient involvement, and no adverse event reported.